Manufacturer narrative:
The device history record was examined for the subject device. There were no problems observed during the manufacturing or testing noted in the DHR. The device labeling was reviewed and found to be suitable and adequate for the device to perform its intended use. The most likely reason is that operator didn't follow the user manual and resulting in poor contact with the power cord.

Event description:
A distributor ((B)(4)) states his customer (physical therapist) has had 5 patients burnt from the combination device. The patients were burned while receiving if treatment from this device. This patient is reported as having had the burns about 1 week, which are now reported as being scabs. The patient is reported as having received treatment on (B)(6) 2017. The device involved with this event was returned to (B)(4) on (B)(6) 2017, and evaluated on (B)(6) 2017 - the customer's complaint could not be duplicated from a review of the returned device. The returned device's power cord had duct tape wrapped around it on the end that plugs into the unit - the power cord made the unit randomly shut off - the returned unit was tested with a sample power cord. The device was tested for product performance, and was determined to fall within the manufacturer's specifications for stim, as defined in the product's user manual.